Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: the samples consist of thirty-six (36) cassette units from p/n 21-7302-24 l/n 4096349; the returned samples were received in new condition with its original closed package. Visual inspection results: the samples didn?t present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Functional testing: samples were filled with water; the samples were connected to the cadd legacy plus [cal. ID: 1.0383; due date: 07/2021] to look for unusual function. Results: the samples were fully priming and connected without difficult, the pump were set running and the alarm were not activated. The complaint was not confirmed due to sample was tested and no alarms were activated. No actions taken were performed since the complaint was not confirmed.

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited no disposable, pump won't run alarm. It was reported that the error would not clear and the therapies was interrupted; however, new compounded doses using cassettes from a different lot that were detected by their pump was used. No adverse effects reported.